Event description:
It was reported that the device produced metal particles with no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device produced metal particles with no harm to the patient.

Manufacturer narrative:
The product was returned for investigation. A tip breakage failure mode was confirmed. Visual inspection disclosed that one of the cutter teeth had broken off. Pronounced wear marks could be observed on the outer housing tip surface. Dents were observed on the housing window edges, which coincide with the cutter tooth that broke off. The of the device history record and non conformance report historical data of subject part number and lot number were reviewed and disclosed no manufacturing issues that could be related to the reported failure condition. This condition is a known failure mode, which probable root causes can be associated, but not limited to: components do not fit properly, shaver blade comes in contact with a metal object, and/or excessive force/torque applied by user. In sum, the product was returned for investigation and the tip breakage failure mode was confirmed. The failure mode will be monitored for future reoccurrence.